Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment inside the patient occurred. Vascular access was obtained via the right artery. The 85% stenosed, eccentric, de novo target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery (rca). The lesion contained <45 degrees bend. Followed the standard procedure, a 28 x 4.00 promus premier drug-eluting stent was advanced; however, it was noted that the stent was dislodged. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent detached from the balloon and was returned for analysis. A visual examination of the stent found stent struts along the entire length of the stent distorted, deformed and stretched. The product stent protector was not returned for analysis with the device. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings are evident on the exposed part of the balloon wall, indicating that a full crimp was achieved between the stent and balloon. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered during attempts to advance the device. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The outer extrusion, inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment inside the patient occurred. Vascular access was obtained via the right artery. The (B)(4) stenosed, eccentric, de novo target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery (rca). The lesion contained <45 degrees bend. Followed the standard procedure, a 28 x 4.00 promus premier&#10244;rug-eluting stent was advanced; however, it was noted that the stent was dislodged. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.